Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was involved in a motorcycle accident and he was the driver. The customer was hospitalized with high blood glucose of 311mg/dl. The wife called back and stated that the health care provided believes the insulin pump is not functioning properly since her husband's blood glucose had increased over 400mg/dl. The caller mentioned that the device is displaying a rainbow on the display. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found battery out alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer's most recent glucose reading was 218, and his blood glucose was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.